Event description:
A laparoscopic fallopian tube occlusion procedure was in progress, when the physician lost a fallopian tube clip in the pt's abdomen. Retrieval of the clip was not accomplished. Another clip was applied with no difficulties to complete the surgery.